Event description:
It was reported that the pump could not be turned on due to the wake button not working. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support (tts), it was found that the wake button was working appropriately, and the customer was able to turn on the display and access pump features when not plugged into a power source. The customer continued using the pump for insulin therapy.